Manufacturer narrative:
Date aware requested but not provided. Lot # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the physician indicated that one of his colleagues patient's came into the hospital complaining of pain. The doctor performed a CT scan, at this time the t-staples were noted to be embedded into the gastric abdominal wall. The physician's colleague performed surgery and removed the 2 stainless steel pieces that were embedded. After the surgery, the patient continues to complain of pain. The patient also believes he has redness of the skin. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4).. Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU. The IFU gives precautions, instructions for placement and use of the device. In a note in the IFU, the following statement is made: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system." The root cause of the incident is that the suture anchor was not passed by the gastrointestinal system as expected. This then led to the adverse event of pain and redness of the skin as claimed by the patient and surgical removal of the anchors. Per the conclusion of a health risk assessment, the risk of using the device is deemed low and further risk reduction activities are not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
According to the initial reporter, the physician indicated that one of his colleagues' patient's came into the hospital complaining of pain. The doctor performed a CT scan, at this time the t-staples were noted to be embedded into the gastric abdominal wall. The physician's colleague performed surgery and removed the 2 stainless steel pieces that were embedded. After the surgery, the patient continues to complain of pain. The patient also believes he has redness of the skin. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.